Manufacturer narrative:
Pt ID, ethnicity, & race:information was not provided. Without a lot number, the expiration date and manufacture date could not be determined. Initial reporter's phone # and email address were not provided. Initial reporter's occupation not provided. A clinical picture provided showed a superficial wound. A big area was covered with ioban, however only a small region showed skin tears. The cause for this event is not clear and could not be established. The customer did not provide information related to the product application and removal technique. The product instructions for use (IFU) states the drape should be applied without tension. The IFU also states the drape should be removed by gently peeling it back at a 180-degree angle from the skin.

Event description:
A hospital employee in (B)(6) reported that 6648 3m¿ ioban¿ 2 antimicrobial incise drapes were applied to a patient for left hip replacement surgery. Chlorhexidine was used for skin preparation. A circular superficial skin injury approximately 1cm from the surgical incision site about 5cm in diameter occurred when the ioban drape was removed. The skin was cleaned with sodium chloride and a medipore¿ + pad soft cloth adhesive wound dressing was applied. There was no sign of infection upon hospital discharge. The patient later saw a general practitioner who prescribed a 7-day course of antibiotic for a suspected infection.